Manufacturer narrative:
No device deficiency was reported. There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure on (B)(6) 2019, following removal of the balloon catheter after completion of the ablation treatment, it was revealed that the patient's left hand was paralyzed. Subsequently, a CT scan revealed cerebral infarction in the left side of the brain.